Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sharp damage was observed. Photos confirmed the presence of damage as the tube appears to have been punctured by a needle. Additionally, 85 retention samples from bd inventory were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage. Bd was not able to identify a root cause for the indicated failure mode however, this defect is not caused by any manufacturing process.. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "this is a report about a damaged tube, which is the same issue as reported in pr (B)(4)). According to the customer's report, the hcp noticed after blood collection that the inner wall of the tube was sharply damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "this is a report about a damaged tube, which is the same issue as reported in (B)(4). According to the customer's report, the hcp noticed after blood collection that the inner wall of the tube was sharply damaged.